Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation. If the product is returned to the manufacturer, a supplemental report will be filed.

Event description:
It was reported that autopulse resuscitation system displayed a user advisory message of ua12 (lifeband not present). Customer indicated that a lifeband was installed, however user advisory message was unable to be cleared. Customer also believes that a ua45 (not at "home" position after power-on/restart) also displayed on the autopulse device prior to this incident. There was no report of a patient injury.